Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID neu_label_acc lot# serial# unknown implanted: explanted: product type accessory product ID 37791 lot# serial# unknown implanted: explanted: product type recharger product ID cd9000 lot# serial# npj039989n implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, about 50% of the time when recharging implanted neurostimulator (ins), a thermometer comes up. Patient states this started about a week ago and has been happening about half the time. Patient states she can charge for a little bit but it takes a lot longer. The issue was not resolved through troubleshooting. Patient mentioned having recharger antenna replaced several times. The patient is interested in the wireless recharger. Additional information received from the consumer reported they received the wrong model wireless recharger. Their neurostimulator was depleted and their patient programmer was indicating therapy was turned off. The patient was able to use their wireless recharger to charge the implant. It was reviewed the implant would need to be charged to 25% before they could turn therapy back on with the programmer. Additional information received from the consumer reported they recharger antenna was getting really warm and the thermometer icon would come up when they tried to charge for about a week. The consumer did receive a wireless recharger, but continued to use the legacy recharger because they were getting used to the wireless recharger. The consumer also mentioned their last name was spelled incorrectly on their current ID card, so a new one was going to be sent.